Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted u603 component on the computer/analog pca. The root cause for the shorted u603 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.